Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed on the delivery system. No other visible issues were found with the device. During a functional analysis, it was possible to retract the deployment suture and fully deploy the stent with no issues. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification for this event is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was not dilated prior to stent placement. During the procedure, the guidewire was advanced to the target lesion with the aid of the endoscope. The endoscope was removed from the patient, and the stent device was advanced over the guidewire to the target lesion. Resistance was encountered when the deployment was released. As a result, only two thirds of the stent was able to be deployed. The partially deployed stent was removed from the patient without issues, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was not dilated prior to stent placement. During the procedure, the guidewire was advanced to the target lesion with the aid of the endoscope. The endoscope was removed from the patient, and the stent device was advanced over the guidewire to the target lesion. Resistance was encountered when the deployment was released. As a result, only two thirds of the stent was able to be deployed. The partially deployed stent was removed from the patient without issues, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.